Event description:
It was reported that the patient was experiencing diaphragmatic stimulation, and increased thresholds were noted on the right ventricular (rv) lead. Capture management (cm) was programmed off in an attempt to reduce the diaphragmatic stim, and the lead will remain in use until the next device changeout. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2007 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.